Event description:
The customer's son reported that the customer was hospitalized for hypoglycemia. Prior to the event, the customer gave herself several boluses, more than she would normally give herself. The customer was found by her son the next morning with very low blood glucose levels. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the displacement and self tests. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.